Manufacturer narrative:
Nova biomedical awaits the return of the device for evaluation. Should any significant findings be a result of that investigation, a follow-up report will be filed.

Event description:
It was reported to nova biomedical that a consumer received a result of 406 mg/dl on their blood glucose meter. The consumer treated herself with 5 units of insulin. Subsequently, the end user experienced a hypoglycemic event requiring medical intervention via an ambulance to the hospital. At the hospital, the consumer's blood glucose was tested getting a result of 22 mg/dl. The meter in question will be returned for eval.